Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported that due to a possible clogging, a patient's intraocular pressure (iop) postoperatively increased after a glaucoma shunt implant procedure. The shunt was explanted, and was replaced with another one.

Manufacturer narrative:
Evaluation summary: only shunt was received for investigation. During initial inner illumination test, partial blockage of the lumen was found. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).